Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the dentist. Therefore, the lot number was not considered.

Event description:
(B)(4) - the dentist reported that after 12 days dental implant was installed in intraoral region 9#, its non-osseointegration was observed. In addition, the patient presented bone type iii, immediate load was performed, bone graft was executed, fenestration occurred during surgery and 32 ncm of primary stability was achieved.